Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's pharmacist reported via phone call report hospitalization. The customer's blood sugar was 93mg/dl at the time of call. The customer's blood sugar was 465mg/dl at the time of incident. Trouble shooting was performed and found customer was hospitalized on (B)(6) 2018 at (B)(6) medical center as a result of high blood glucose and diabetes ketoacidosis. Customer was not wearing the insulin pump at the time of hospitalization. The insulin pump was tested and passed. The insulin pump will not be returned for analysis.